Event description:
Procedure: laparoscopic colon. Reportedly, during the procedure the aorta was pierced which resulted in a loss of blood. The required 17 units of blood and vascular surgeon was called in to assist. The surgeon is not alleging product fault.